Manufacturer narrative:
Manufacturer ref no: (B)(4). Baxter received and evaluated the device. The reported "door not fully latched alarm' was confirmed through review of the event history log. Evaluation found that the upper and lower door hook distances to be above specifications. The pump was reworked per baxter's service procedure.

Event description:
It was reported that a spectrum pump was alarming for "door not fully latched." It was also reported that there was no patient injury.